Event description:
Customer reported device = 96 mg/dl in the morning. At noon, device = 233 mg/dl and customer ate light. Customer took 4 units of insulin. At 4 pm, customer began to feel ill and ate candy. Emergency medical system (ems) was called and their device = 43 mg/dl. Ems gave customer's glucose = 98 mg/dl. No controls. A request was made for return product and replacement product was sent.